Manufacturer narrative:
Additional information: one of the four devices was received for evaluation. A visual inspection was performed with the naked eye noted a kink tubing on the drain and patient line. The reported condition was verified. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia cassettes had holes in their bags. There was no visible damage to the packaging. This was observed before use. There was no report of injury or medical intervention associated with this event. No additional information is available.